Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had a secondary due to an endoleak. Reportedly, the physician elected to repair the endoleak with another bifurcated device. No patient injury.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak has been confirmed although the device remains in the patient. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified due to the limited available information but the clinical review identified the following possible contributing factors. The bilateral iliac artery aneurysms of greater than 2.3 cm, and the bilateral tortuous iliac and access vessel arteries. Overall, identification of a design or manufacturing issue is inconclusive.